Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported there was acute pyelonephritis that onset on (B)(6) 2013. This was reported as not serious but related to the drug. There was no causal relationship to the catheter pump, programmer or procedure. It was noted the pump was implanted on (B)(6) 2013 and the patient developed anuresis/urinary retention and was treated with urethral catheterization; however a complication of acute pyelonephritis was observed and results in a fever spike with impairment of consciousness. It was noted a bladder balloon was reposition to administer intravenous fluids and the antibiotic was changed. It was stated the bladder balloon was removed on (B)(6) 2013. It was noted that no adverse events occurred during the screening. The patient was an inpatient and thus did not require a new hospitalization and it was consider the hospitalization nor a prolonged hospitalization because of the event the patient recovered on (B)(6) 2013. Additional information stated the urinary retention, disturbance of consciousness and fever spike were symptoms of the acute pyelonephritis. It was now reported that the urinary tract infection was not severe but related with causality. However, it was also provided at this time it could not be determined if it was relate to device, procedure or drug until an additional information was obtained. It was requested and verified that at this time the urinary retention, disturbance of consciousness and fever spike were symptoms of the acute pyelonephritis and at this time all the symptoms were also then related to therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).